Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03557. It was reported the patient (B)(6) experienced ineffective stimulation during the scs trial after the scs leads disconnected from the extensions upon getting out of bed and standing (patient) resulting in migration of both leads. The leads were reconnected to the extensions to no avail. As a result, the leads were explanted and replaced. Effective stimulation was restored with the procedure.